Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. A trilogy 100 ventilator was returned to a third-party service center for foam remediation on the device. There was no harm or injury reported. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation. However, the device failed test steps related to (positive flow verify, dead pixels on the screen, and lcd screen test). The device was sent for run in and retested. The sound abatement foam was replaced preventatively. Additionally, during the evaluation an error code in relation to (internal battery has been depleted and check circuit) was recorded in the device event log. The internal battery was charged to address the issue. The software was upgraded. Dust was confirmed on the blower box. The device came only for remediation and will be returned to the customer unrepaired.